Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The baseline age was 70-80 years. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: results of a survey concerning atrial fibrillation ablation strategies in poland kardiologia polska 2020; 78 (10): 974-981 doi: 10.33963/kp.15407. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoablation strategies. The article is comprised of results from a distributed survey. The article showed there were cases of hematoma, aneurysm, pseudo-aneurysm, temporary paralysis of the diaphragm, atrial flutter or supraventricular tachycardia, tamponade and stroke. The disposition of the product is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.